Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21dec2020.

Event description:
The customer reported error primary alarm failure. There was no patient involvement. The manufacturer's technical services(ts) confirmed the reported issue. The customer was provided with the part number for the speakers and cpu(central processing unit).the customer replaced the defective speakers to address the reported problem. The unit successfully passed the required performance verification test.